Manufacturer narrative:
The specimen was collected in a pst tube and was centrifuged for 10 minutes. Qc was within the customer's established ranges prior to and after the event. System checks performed on (B)(4) 2010 and on (B)(4) 2010 met specifications. No errors were posted to the event log. A field service engineer (fse) was dispatched: the fse trimmed the peri pump tubing and replaced the waste filter. No other hardware issues were noted. All verification testing met specifications. Per fse, the hardware findings could not contribute to the erroneous result. No clear root cause could be determined with the data supplied to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneously elevated troponin (accutni) result of 11.4 ng/ml for one patient. Subsequent testing of the original sample produced results in the risk stratification range (0.06 and 0.05 ng/ml). The erroneous result was not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.